Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump alarmed pump error. The customer's blood glucose was unknown. The customer agreed to return device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump error 63 alarm was confirmed in the pump history due to a cold solder joint on the keypad assembly. The pump was received with minor scratches on the lcd window.